Manufacturer narrative:
Correction: d4. Additional information: d9, h3, h6(update codes), h11. H11: the device was received for evaluation. Visual inspection was performed on the returned sample, and the reported issue of leakage was not identified. Functional testing was performed and no leak was identified from the administration spike port bonding area or any other area on the returned sample. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml exactamix eva (ethylene vinyl acetate) bag was leaking from an unspecified location. This issue was observed prior to patient use. There was no patient involvement. No additional information is available.